Manufacturer narrative:
Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.s901usqs8eyc1 smartphone hardware: sm-s901u cgm sensor type: g6. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization, bent cannula and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025, the patient sought medical attention at the hospital due to blood glucose levels rising above 700 mg/dl. She experienced severe symptoms including body aches, vomiting, dehydration, positive ketones, and her heart stopped beating. She was treated with intravenous (IV) insulin. The patient noticed the cannula was bent when the pod was removed. She did not receive any messages or alarms on her omnipod 5 app, which only read 'high'. The patient was discharged on (B)(6) 2025, and stated she is now doing fine. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula. Investigation of the returned device showed that an alarm had been generated, indicating that the pod reached the expiration time of 80 hours. This alarm is a safety feature of the device and not a failure of the device.